Event description:
Wrap has left an imprint of the heat discs on his skin, 2 are blistered / weeping [burns second degree]. A burn to his lower back [thermal burn]. Wrap has left an imprint of the heat discs on his skin, 2 are blistered / weeping [wound secretion]. Used the heatwrap while sleeping [device misuse]. Case description: this is a spontaneous report from a contactable consumer. A male consumer of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwrap), device lot #j99339, expiration date 09/19/2055, via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The consumer reported that on an unspecified date, he used the heatwrap while sleeping and found a burn on his lower back. Also, the wrap has an imprint of the heat discs on his skin, of which two are blistered and weeping. Action taken with the product was unknown. At the time of the report, clinical outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events used the heatwrap while sleeping and found burn to his lower back, two are blistered and weeping as described in this case are considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the events are assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.